Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt experienced cessation of pain relief. A catheter dye study was done and showed a break , tear or hole resulting in a leak in a portion of the catheter. The catheter was replaced and the pt recovered without sequela. The pump contained fentanyl 1200mcg/ml with a daily dose of 100mcg/day.